Event description:
It was reported the catheter was inserted in an unk insertion site on (B)(6) 2010. This event occurred in the pt's room. Approx two and half months after the catheter was placed, a leak was found. The user "somehow stopped the leak from the proximal lumen" and continued to use the catheter until (B)(6) 2011 when the therapy was completed. There are no reported pt injuries, complications or death. The catheter was not replaced, as the treatment was complete. No further info is available. The sales rep has informed the customer that the catheter should not be in the pt longer than 30 days.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.